Manufacturer narrative:
Lot # unknown as not provided. (B)(4). This event is currently under investigation.

Event description:
The patient had a tulip filter implanted on (B)(6) 2007. On (B)(6) 2015 it was noted that the tulip filter was fractured when the patient was there for another unrelated procedure. The patient is scheduled for removal of the tulip filter on (B)(6) 2016. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of complaint history, manufacturing instructions, quality control (qc) and trends was conducted during the investigation. The complaint device was not returned for investigation; nor was imaging or medical records provided to assist in the investigation. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or by caught in a body structure (e.g. Renal vein). It is cooks experience that fracture is secondary subsequent to perforation of ivc filter. Perforation of the vena cava wall is a well known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the very limited information provided, the exact reason for the filter fracture cannot be determined. The appropriate internal personnel have been notified and we will continue to monitor this device.

Event description:
The patient had a tulip filter implanted on (B)(6) 2007. On (B)(6) 2015 it was noted that the tulip filter was fractured when the patient was there for another unrelated procedure. The patient is scheduled for removal of the tulip filter on (B)(6) 2016. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information regarding patient outcome has been provided.